Event description:
A report was received that the patient was not able to charge his ipg since being implanted. An x-ray confirmed the ipg had flipped in the pocket. The patient underwent a pocket revision and was able to successfully charge the ipg.